Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer had back-to-back c-34 errors on the integrated electrosurgical unit (iesu). The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse went on site, confirmed the issue and replaced the integrated electrosurgical unit (iesu) to resolve the issue with monopolar energy. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to have error c-34/c-00 on start-up. The unit was placed on an in-house system and was run in normal mode. The complaint was confirmed based on the field evaluation/failure analysis. Please refer to the report with patient identifier (B)(6) for additional information related to this event. .